Manufacturer narrative:
Date of event is estimated.

Event description:
According to the complaint, the abl90 flex misread a scanned accession number directing a critical result to the wrong patient. The mistake was caught and the patient was not mistreated. The accession number on the bar code was w151751 and the abl90 flex read it as w151451.

Manufacturer narrative:
On (B)(6) 2020 it was decided to initiate a field action making software version 3.4mr2 mandatory for all abl90 flex analyzers. Software version 3.4mr2 scans the barcode three times in each direction (as oposed to once in the previous versions). For barcode types without a check digit, this may potentially reduce the risk of misinterpretation.

Manufacturer narrative:
The root cause to this specific event was not identified. The customer used a code-39 barcode, which do not have a check digit. A barcode without check digit can be misread, especially if the quality of the barcode is not good. It is reccomended that the settings of the barcode reader is changed in order to give improved reliability when reading code-39 barcodes. The next software release for abl90 flex will improve reliability when reading barcodes.